Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. It was reported liquid was found underneath the stopper. To aid in the investigation, ten samples and four photos of a 10ml luer lok syringe were received for evaluation by our quality team. Each sample was leak tested by three different trained associates and results were acceptable in each test. The four photos show one loose syringe with an unknown clear fluid inside. Three of the photos show traces of fluid in the non-fluid path. The condition cannot be observed in the fourth photo. The traces of fluid in the non-fluid path is non-conforming per product specification and is associated with the assembly process. A device history record review was completed for provided material number 309605, lot 3206246. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3206246 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringes leaked past the stopper. The following information was provided by the initial reporter: "during 100% visual inspection today (lot #20231101-09c52b) several syringes were found to be underfilled. After a closer look liquid was found underneath the stopper as if the liquid is leaking from the syringe. Units are available for return. Only 4 pictures were taken, but the same for the other syringes." Additional information received from customer on 11/14/2023: 1. Is there any sample photos or videos available? Kindly share it for investigation. Was already provided and provided again in the attachment. 2. How many occurrences did the event happened? In total around 95 syringes. 3. Please confirm if the leakage was identified during priming or during infusion? Leak was confirmed during visual inspection prior to labeling of the syringe. 4. How was treatment completed for customer? Product has not been used for patients. 5. What was the medication/fluid in use at the time of the event? N/a. 6. What was the patient outcome? Not used in patient. 7. Was there a delay of, or change in, the course of treatment due to the event? N/a.